Event description:
Reportable based upon analysis completed 04/28/2009 . It was reported that during a coronary drug eluting stenting procedure, crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and calcified mid to distal circumflex (cfx). Significant resistance was encountered during advancement and the physician was unable to cross the lesion. The procedure was successfully completed with a non-bsc mfg stent. No pt injuries or complications were reported. Pt's condition listed as "good." However, analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified damage at the distal stent edge. Distal stent strut row 2 was raised. A visual and microscopic examination found that the hypotube had kinked approx 19 cm distal from the catheter's strain relief. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).